Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5, update section h3, and to provide the complete investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One (1) 8fr angio-seal device was returned for product evaluation. The returned device included the device packaging, header bag, carrier tube, hemostasis sheath, and arteriotomy locator. The device was visually inspected and found to have been in used condition. The sheath and locator were returned fully mated and were noted to be securely mated during testing. The sheath and locator were returned fully mated and was noted to have a secure connection. Based on the available information, the complaint was unable to be confirmed for a loose sheath and locator connection. However, the complaint was able to be confirmed for a dropped device. The exact root cause could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt). Therefore, this event is currently deemed a non-reportable event.

Event description:
Additional information was received on 12dec2025: the patient was stable.

Manufacturer narrative:
A6: race: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ir manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. An 8 french angio-seal was opened and dropped onto the sterile field as the tech began to assemble the arteriotomy locator. The valves sheath the dilator would not snap into place. A new angio-seal was then opened and used. No blood loss was reported. The procedure performed was prostate artery embolization.